Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he spoke with his hcp back in (B)(6), about his insulin pump over delivering insulin. The customer stated that his hcp took the device from him, and was supposed to send it to a technician to "fix it". The customer has been waiting several weeks to get his device back, but his hcp now says that they no longer have it, and it has been returned to medtronic. Called the customer's hcp, and they informed that the device is actually in the office, and it has been there for two months. Called the customer, and left a message telling him that the device is at the hcp office, and that it can be picked up at any time. Advised him to call back to troubleshoot for the reported over delivery. Nothing further was reported.